Manufacturer narrative:
Date returned to manufacturer: return date added.

Manufacturer narrative:
The reported event low out of range hv lead impedance was confirmed. The hv lead arced to the device can during delivery of a shock. This caused damage to the hv output circuit. The device was tested and low voltage functions were normal. The root cause of the low out of range hv lead impedance is a lead arc to the can during delivery of hv therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapies during physical training activity. Upon interrogation, a low out of range hv lead impedance and low sensing was noted. The device and lead was explanted and replaced. The patient's condition is stable.